Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) was unable to bring the shuttle back to expose the white pusher and unable to move the sheath back at all. It was noted that the sealant to be visible at the end of the opening of the sheath. Therefore, a second mynxgrip was used that was deployed to the groin slightly below the puncture site with no issues. There was no reported patient injury. The shuttle was able to move down and fully engage inside the unknown sheath. The unknown sheath was not kicked. Many images were taken with the fluoroscopy machine and could not see any problem, but still significant resistance. The operator deflated the balloon and pulled out the unknown sheath and mynxgrip together. The device will not be returned for evaluation because it was not kept, nor photos taken.

Manufacturer narrative:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) was unable to bring the shuttle back to expose the white pusher and unable to move the sheath back at all. It was noted that the sealant was visible at the end of the opening of the sheath. Therefore, a second mynxgrip was used that was deployed to the groin slightly below the puncture site with no issues. There was no reported patient injury. The shuttle was able to move down and fully engage inside the unknown sheath. The unknown sheath was not kicked. Several images were taken with the fluoroscopy machine and did not see any problem, resistance was still noted. The operator deflated the balloon and pulled out the unknown sheath and mynxgrip together. The procedure used a retrograde approach. The deployer was mynx certified. A 6fr non cordis sheath introducer was used. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. Hemostasis was achieved with manual compression.t he patient was not hospitalized, and the patient's hospitalization was not extended as a result of the event. The patient was not morbidly obese. The angle of access was between 30 and 45 degrees. The patient¿s bmi was not > 40 kg/m2. The sealant was stuck to device components at the end of the sheath. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿failure to deploy - advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle the device completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy according to the instructions for use (IFU) which is not intended as a mitigation of risk, insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator . As no lot number, was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time